Manufacturer narrative:
Failure analysis for fiber (B)(4). The glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits moderate devitrification at output window; the metal cap exhibits moderate detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks, partially erased red octagonal sign and blue arrow indicator, and moderate contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Based on the device analysis, the probable root cause of the failure is heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph surgical procedure at 20,290 joules and 5 minutes it was noted that the fiber was heating despite irrigation. The fiber was exchanged and the second fiber was used to complete the procedure. The tip of the fiber was not cleaned during the procedure. No consequences for the patient reported.